Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 28 mg/dl. Troubleshooting was not performed. The event involved product(s) mmt-1886. The pump was stopped and the patient switched to multi-injections. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1886.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 11/10/2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 124750 (12.475 u) and dailytotalofbolusinsulindelivered = 541000 (54.1 u) which is equal to the dailytotalofallinsulindelivered = 665750 (66.575 u). On the event date of 11/11/2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 86250 (8.625 u) and dailytotalofbolusinsulindelivered = 878250 (87.825 u) which is equal to the dailytotalofallinsulindelivered = 964500 (96.45 u). Perform the history review 1 week prior to the event dates on november 10-11, 2024, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs-hypoglycemia. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.